Event description:
It was reported to philips that the device turns itself on and off when in use. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
The reported problem was confirmed and the testing conducted, the cause of the reported problem was the incorrect software. Basic performance assurance completed, software updated to 4.30 to resolve any issues that could occur due to the software being on 4.22. Device was returned to use. No further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s2 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after the software update was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.